Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) was showing empty helium on the screen even though the gage was reflecting full. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site),g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found unit not accepting helium from the tank, went thru unit and found the o-ring needed to be replaced and that the quick disconnect valve had a piece of the o-ring in it, cleared that and unit works fine at this time. Returned unit to customer ready to use.